Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir ring was cracked. Customer stated that the reservoir ring does lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.